Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the calibration for the thickness of the grafts does not seem right. There was patient impact but it is unknown the extent of the impact or if there was a delay. Due diligence is complete and there is no additional information available.